Event description:
Spoke with patient for cadd cassette malfunction. Pt reports having #10 affected cassettes and 13 unaffected cassettes. Pt was able to change to an unaffected cassette while on phone with pharmacist. Pt reports that a few weeks ago, pt received an alarm on her pump when setting up a cassette but she doesn't remember what it said and she switched pumps and now reports both pumps are working fine and it hasn't happened since. Pt reports experiencing headaches and blood shot eyes starting last night. Pt denies any changes in breathing. Pt reports recovering from covid recently. Tested positive for covid on (B)(6) 2022 for covid and negative by (B)(6) 2022. No additional information at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk at this time; pt switch cassettes to unaffected cassette; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? 13 cassettes unaffected on hand; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.